Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with 1.2 micron filter would not prime out from the chamber despite pinching/occluding the filter. The nurse reported "lipid filter occlusion". This issue was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including gravity and leak testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.